Manufacturer narrative:
Device information was unintendedly excluded in the initial report. This report contains missing information.

Event description:
Device 1 of 2; reference MFR. Report# 1627487-2019-02647.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-02647. It was reported the patient experienced lead migration (confirmed via x-rays). Reprogramming was tried to no avail. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Therapy was restored post operatively.